Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as 2134265-2009-05880. It was reported that following a carotid artery stenting procedure, the patient experienced transient ischemic attach (tia). The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis and was 2 mm long with a 5 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post dilatation, residual stenosis was 10%. The patient was discharged the next day with score of 0. One day post index procedure, the patient presented with complaints of left facial tingling, left upper extremity weakness and confusion. Patient was admitted for observation with frequent neuro checks. Bilateral carotid duplex exam performed at that time revealed patient stents with no evidence of stenosis or occlusion. CT angiography of head or brain performed revealed mild chronic ischemic white matter changes with no evidence of acute intracranial abnormality. The event was considered resolved without residual effects and the patient was discharged 2 days later.